Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within two weeks of being implanted with the implantable cardiac monitor (icm), the patient experienced suspected pocket infection. The icm was explanted. No further patient complications have been reported as a result of this event.